Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The unit failed bench testing for hw fault 21. Review of the event trace revealed that the unit alarmed several times for the hw fault 21 and inop entries. Testing determined that the hybrid board's alarm circuitry was malfunctioning due to the pc10 ultra capacitor being out of spec. Carefusion replace the hybrid board assembly to address the reported issue.

Event description:
It was reported by the customer that the unit was getting hw faults 21. While in service, a review of the event trace revealed several hw fault 21 alarms and inop entries. This reported issue was discovered while in service, therefore, there was no patient involvement.